Event description:
It was reported that the customer was hospitalized due to dehydration. Customer stated that she was hospitalized on 09/01/2014. Customer's blood glucose level was over 300 mg/dl and about 600 mg/dl by the time she was hospitalized. Customer stated that she was given fluids and then released. Customer does not always get the light on the pump customer stated that it is very hard to see at night because the screen is small. Customer was wearing the pump at the time of hospitalization. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).